Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history would momentarily display 0 units and then display the correct value after customer exited the pump history and then went back into the pump history . There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.